Event description:
The following information was received from affiliate: this pt wa randomized to the cypher registry in march 2005. The pt has a history of acute myocardial infarction, ramus intermedius ventricular artery (riva) tandem stenosis; high grade di and proximal dii stenosis. The pt was successfully treated by riva-ptca and a cypher crs08300 stent was successfully deployed at 12 atms; inflation time is unknown. The lesion was predilated. Post dilation was not done. Thereafter, consecutive developement of thrombosis peripheral and central far into the main artery was noted. Defibrillation was performed and implantation of a pacemaker. Iabp placed in left femoral artery and intracoronary lysis delivered. Stenting of right circumflex orifice and the attempt to dilate the riva orifice failed. After trying to resuscitate th pt failed, they were pronounced dead 70 minutes later. The even was judged to be related to the index procedure. The relationship to device is reported as unk. Lesion characteristics an procedural medications are unknown. No additional information is available per the reporter.